Event description:
The following information was provided: mps reported that the robotic arm will droop when mics is attached to j6. Update: the arm would slowly drop down during saw attachment switching.